Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable to recall when the alleged issue began but stated that she believed the subject device had been reading inaccurately for some time. The patient claimed that on the evening of (B)(6) 2017, she obtained a blood glucose reading of ¿297 mg/dl¿ with the subject device, which she felt was high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (humalog, 33 units before meals and 20-33 units 2 hours after meals, and levemir, 133 units in the mornings and a further 133 units 12 hours later) and she advised that in response to the alleged issue, she administered her usual dose of insulin based on a sliding scale. The patient reported that after the alleged issue occurred, before or after midnight on (B)(6) 2017, she developed symptoms of ¿shaking, sweating and blacked out.¿ the patient advised that her husband immediately tested her blood glucose, reportedly obtaining a reading of ¿40 mg/dl¿ (device used not reported) and subsequently treated her with a peppermint, cola and chocolates. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.